Event description:
Depuy asr xl metal on metal hip replacement. Early 2017, noticed physical weakness in right leg. Sought help from chiropractor. After several visits, no better. Finally saw primary care dr. And x-ray taken of right hip replacement revealed hip replacement surfaces failed. Referred to very slow orthopedic surgeon (at) (B)(6) university. Six weeks to visit. Lots of tests. Lot of bad info. Finally, surgery (on) (B)(6) 2017. Removed asr hip. Placed temporary slider hip. Infection found. Six weeks to treat. Next surgery, (B)(6) 2018. Removed slider. Placed full replace hip. At that time, found severe irreversible muscle damage. Now handicapped. Lost job. Forced to retire. Lost income. Awful. Recall by FDA very weak, too late and no follow-up for patients to be informed. Awful FDA doings. Law firm has device.